Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a bilateral inguinal hernia coincident with automated peritoneal dialysis therapy. The hernia occurred one day after beginning peritoneal dialysis therapy training. The cause of the hernia was unknown. The hernia had worsened with peritoneal dialysis therapy. Twenty-seven days prior to the receipt of this report, the patient was hospitalized for a hernia repair surgical procedure for the bilateral inguinal hernia. On an unreported date, dianeal therapies were discontinued. On an unreported date, the patient was reported to be continuing with peritoneal dialysis therapy. After fourteen days of hospitalization, the patient was discharged. It was unknown if the patient was recovered or was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.